Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h4; h6. Visual examination of the returned device found signs of repeated use and the hex feature has fractured off and was not returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. The device has a potential field age of 12 years and exhibits signs of repeated use. The reported event is attributed to wear and tear of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when tightening the screw in, on the rhk baseplate the head of the screw driver broke.

Manufacturer narrative:
(B)(4). Product has been returned to zimmer biomet, and the investigation is in process. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Investigation incomplete.